Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon (black pieces exiting auxiliary water nozzle), it likely that either the injection tube, which is an accessory of the subject device and/or silicone rubber products used in the endoscopic room were entered accidentally in the auxiliary water nozzle. A review of the instructions for use identifies the following warning reprocessing statement: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them".

Manufacturer narrative:
The device was returned to service for evaluation. The customer¿s complaint of ¿black pieces coming out of the auxiliary water nozzle¿ was not confirmed. A leak was noted the scope¿s plug unit. Damage was noted to the cover insulation of the scope. Minor lay was noted the control knob movement. The light guide bundle showed five percent breakage in the image. The plastic cover was found dented. The light guide lens was cracked twice. The nozzle was clogged. The bending section glue was found cracked on the insertion tube and bending section cover. The air/water nozzle pressure was found low. The scope¿s ID chip showed a total of 727 uses. The cause of the reported event cannot be determined. The cause of the reported event cannot be determined at this time. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that black pieces were noted exiting the scope¿s auxiliary water nozzle. There was no report of patient involvement.